Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a total hip surgical procedure, it was noted that the blade broke half way on the blade and one blade tooth also broke. It was also reported that all pieces of the broken blade were retrieved. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a total hip surgical procedure, it was noted that the blade broke half way on the blade and one blade tooth also broke. It was also reported that all pieces of the broken blade were retrieved. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a total hip surgical procedure, it was noted that the blade broke half way on the blade and one blade tooth also broke. It was also reported that all pieces of the broken blade were retrieved. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.